Event description:
I started using medtronic minimed 530 g pump with enlite sensor. This product is dangerous and should be withdrawn from market. I used the product for two months and had problems from day 1. The cgm sensor is completely inaccurate. I routinely had sensor reading saying my bg was 40 and would test with bgm and my sugar was 120. As a result of the errant reading of "40" my pump would go into thresh suspend and not deliver insulin for two hours unless I manually corrected and turned it back on. Likewise, there were frequent highs of 240-400 put out by sensor that were not confirmed by bgm testing - my bgm readings were 60-160. The wireless signal from sensor to pump would uniformly fail. The pump would be at my side and I would receive frequent weak signal or lost sensors, or calibration errors. I went through numerous replacements of my sensors. I spoke with medtronic multiple times - 1-2x/week for two months before finally returning the enlite sensor. I am a physician (and patient) and can't believe the device was approved. I think it is dangerous and if I wasn't a physician, I would have suffered a health consequence if continued. I am now using the dexcom cgm and have stellar accuracy and ease of use without loss of signals, inaccurate sensor data. I would be happy to talk to you in detail. (B)(6).